Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that indications of inadequate tidal volume were noted. Per reporter, the issue was observed while in patient use at the facility. No symptoms were reported.

Manufacturer narrative:
One device was received for evaluation in used condition. The customer's reported problem was verified by visual testing. Functional testing found that the ventilation rate was within specifications but slightly higher than normal. The reported issue was caused by the deterioration of the knob. The oxygen concentration selector switch knob was replaced to correct the issue. The device passed all tests after repair.